Event description:
Device malfunction: marker lumen blockage (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, there was no bleeding from the marker lumen to indicate the device was in the vessel. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #1 - proglide (part #12673-05; lot #77020-6h) is being filed under medwatch report #2953114-2009-00927.